Event description:
It was reported that a smiths medical pump alarms for both user's pumps that cannot be restarted resulting in breathing problems requiring hospitalization. No further adverse patient effects were reported.